Event description:
It was reported that thrombosis occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous mid right coronary artery (rca) which had moderate angulation. Pre-dilatation was performed with emerge and nc emerge balloon catheters. The physician then delivered 2.50 x 16 mm and 2.50 x 24 mm syergy xd stents with the aid of a 6f guidezilla extension catheter. Both stents were deployed without any issues and post-dilatation was performed using a 2.50 x 12 mm nc emerge balloon catheter. The patient was given 180mg brilinta medication and transferred to the recovery area. An hour later, the patient experienced hypertension and chest pain. An angiogram was performed which revealed thrombus within both stents which was evacuated using a non boston scientific device. Post-dilatation was performed again with a 2.50 x 12 mm nc emerge balloon and timi 3 flow was restored. The patient fully recovered.